Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 600 mg/dl. The patient gave themselves 3 manual injections of insulin, before they went to the emergency room (ER) to seek treatment. For treatment, the patient was given saline and a manual injection of insulin. The patient was also given a electrocardiogram (EKG), acetone serum, amylase test, complete blood count (cbc) with differential, a lipase test, magnesium, thyroid, lipid and urine diagnostics. The patient reported that they were having headaches. The ketones were not checked. The pod was removed from her back after wearing longer than 48 hours. The patient was at the ER for about 3 hours. No further details.